Manufacturer narrative:
(B)(4). This report for air in tubing without an alarm was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding air in the set, which occurred on the homechoice during use during initial drain. The patient was connected. The patient needed assistance ending therapy as they had noticed air in their setup. The baxter technical service representative assisted the patient with ending therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the patient on (B)(6) 2011 regarding air being found in the setup. The patient stated that the setup was not properly primed when they connected because they had left one of the clamps closed. The patient did not notice this until they had connected and started the initial drain. The patient discarded the supplies and successfully resumed therapy with new supplies. The patient has been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported.